Manufacturer narrative:
Evaluation summary: no device evaluation could be performed as the device and the delivery system were not returned for evaluation. No CT images could be provided for an imaging evaluation. An image taken during the reintervention was provided. The reports of a type I endoleak, graft hole, and type iii endoleak cannot be confirmed with the currently available information. No root causes for the reported type I endoleak, graft hole, and type iii endoleak could be identified. Emdr section h6, codes b15, c19, d15 updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of a type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). During the treatment, a final angiography revealed a proximal type I endoleak. The physician decided to monitor it. The patient tolerated the procedure. On (B)(6) 2024, an open surgery was performed because the false lumen was considered to be enlarged due to a proximal type I endoleak. During the treatment, a hole of the ctagac was noted. The hole was sewn. A total arch replacement and an open stent placement were completed. The patient tolerated the procedure. The physician stated that it was rare for the ctagac to have hole. Reportedly, any type iii endoleak was not confirmed until the hole was noted during the open surgery.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion), surgical conversion, material failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.